Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction and temperature alarm was verified/ different issue was identified. Additionally, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Additionally, multiple temperature alarms occurred. Reportedly, the pump was not exposed to extreme temperatures. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had an alternate method of insulin delivery available.